Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event rupture, cyst, crease folding of implant, capsular contracture and calcification was received on may 22, 2024, with lot 315580. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on posterior assessed as fold flaw opening. Cyst: unable to observe since it is not related to the device crease folding of implant: observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Calcification: no observed. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Healthcare professional later reported calcification via ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Healthcare professional later reported calcification via ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph (s) for the device related to the reported event of rupture crease/ folding of implant, calcification and cyst requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/ folding of implant : no observed. ¿ calcification : no observed. ¿ cyst : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Healthcare professional later reported calcification via ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02 mar 2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14 jun 2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Healthcare professional later reported calcification via ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.